Event description:
Customer stated that screw fell out of the blood pump rotor while setting the machine up for a patient treatment. Machine was pulled from the treatment floor. Machine installed (B)(6) 2024, machine total run hours at the time of event was 2209hrs. (B)(6) 2024: national service engineer found that the adjustment screw had backed itself all the way out of the blood pump rotor. Blood pump assembly replaced. All functional tests performed. Performed simulated uf treatment, no errors or abnormalities observed. Machine operates per manufacturer specifications and ready for patient use.